Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable device. The indications for use were non-malignant pain and failed back surgery syndrome. It was reported the patient's pump was removed (B)(6) 2011 due to infection.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 27-jul-2016 from a healthcare professional and it was reported that the patient first started experiencing the infection on (B)(6) 2011. The patient had redness, swelling, and drainage. The cause of the infection was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.